Event description:
The event reported by a customer from USA: device failed annual certification test. Also possible delivery issue. Bag of fentanyl (250 ml) ran dry. Program used = rate 10 ml/hr, bolus 5 ml every 10 min. Vtbi set for 225. Clinician said that when they went in room device was alarming air in line and bag was dry. Tubing is ap402-01 lot# 0160.0712.13. B braun perfix fx continuous epidural anesthesia set 17 ga needle 19 ga catheter.

Manufacturer narrative:
(B)(4). Q core ltd (MFR) is submitting the report on behalf of hospira. (B)(4).